Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the recharger antenna cord was damaged. Patient stated the ins recharger antenna cord wires started to come loose and was cut open. Patient said he got ¿zapped¿ by it couple times. There was a medical/therapy problem related to a small part was reported. This would consider a sudden change in therapy or symptoms. No further complication and events were reported.